Event description:
The pump was explanted and returned to the MFR for analysis. No reason for the explant or implant duration was provided.

Event description:
Additional info from the hcp reports the pt developed a fever and redness over the pump with wound dranage. A culture was done and reported as positive. After the pump removal, the remains on oral medications. There are no plans to reimplant the pump.